Manufacturer narrative:
One tapered screw-vent implant was returned for inspection. The driver in question was not returned. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus and tapered swissplus implants (9967 rev 0 ¿ 09/14) insertion procedures step 4 ¿ remove the implant from the inner vial: place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: the stainless steel gemlock retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] into the top of the fixture mount/transfer prior to rotating the implant to place. A motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. Step 6 ¿ complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. The complaint was unconfirmed, as the mount successfully disengaged from the implant during functional testing. In addition, the reported ¿stripped hex¿ could not be verified as the implant hex feature did not identify any signs of wear or damage. The exact details of the device usage were unknown. The condition of the subject driver was unknown and could not be inspected as it was not returned. A singular cause cannot be determined.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned.

Event description:
It was reported that a zimmer implant (B)(4) became stuck to an unknown driver. The driver could not be removed from the implant/ the implant was removed and replaced in the same surgery. Tooth location 28.